Event description:
Related manufacturer reference number: (B)(4). It was reported that via review of remote transmission, the device exhibited post-paced t wave oversensing and oversensing noise causing inappropriate mode switch on the atrial lead . Programming changes were suggested and will be made when patient presents to the clinic. There were no adverse health consequences, the patient was stable.

Event description:
New information received indicated that the patient presented to the clinic, and the suggested programming changes were made.